Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-01385 to provide additional information based on the evaluation result of the subject device. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. As a result of the investigation on october 27, 2017, it was confirmed that the ptfe pad of the subject device was worn and partially separated. The device history record for the lot indicated no abnormality with the event-related items this type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged since the user output the device in seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the subject device is received at a later time, this report will be supplemented.

Event description:
During a laparoscopy, the subject device was used. It was reported that the ptfe pad of the subject device was peeled. The procedure was completed with another device. There was no patient injury reported.